Manufacturer narrative:
Additional, changed, and/or corrected data: (B)(4). The events of seroma, infection, necrosis, capsular contracture, wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection, necrosis, capsular contracture, wound dehiscence. Article citation: "michael j. Stein, amy chung, angel arnaout, bahareh ghaedi, ammara ghumman, tinghua zhang, jing zhang. Complication rates of acellular dermal matrix in immediate breast reconstruction with radiation: a single-institution retrospective comparison study. Jpras. 15 may 2020. 1-8.

Event description:
Journal article "complication rates of acellular dermal matrix in immediate breast reconstruction with radiation: a single-institution retrospective comparison study" reported unknown side "hematomas, seromas requiring operative drainage, major infections, mastectomy flap necrosis, grade iii/IV capsular contracture and wound dehiscence". The device status is unknown.